Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive stress on bending section. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, the gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the bending section had a dent. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found the following: the angulation was low and not to specification, the right / left / up / down control knob movement had play, the plastic distal end cover had scratches, the objective lens adhesive was worn, the light guide lens had a crack, the bending section cover adhesive was cracked, and the insertion tube / the light guide tube had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.